Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial effusion and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After achieving trans-septal puncture, a steerable guide catheter (sgc), clip delivery system (cds) and a 4f pigtail were placed. During the initial positioning, a large pericardial effusion was observed. The patient suddenly became hypotensive needing urgent pericardiocentesis. Due to the severe hypotension, CPR was initiated. The effusion was diagnosed after introducing the mitraclip system and in the physician's opinion it caused or contributed to the effusion. It was noted that the surgeon advised against withdrawing the mitraclip system as the mechanism of injury was unknown. Despite the prolonged resuscitation efforts, the patient expired. It is unclear what caused the cardiopulmonary collapse. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effects of pericardial effusion, hypotension and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported pericardial effusion and death. The hypotension was a cascading effect of the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.